Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The used company iii (d) cartridge was returned. A very small amount of viscoelastic is observed in the cartridge. The cartridge nozzle is cracked. The cracks splits as it travels past the parting line and into the thinner tip. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if a qualified iol, handpiece and viscoelastic were used. The root cause for the observed cartridge damage could not be determined. The returned company iii (d) cartridge nozzle has a crack that splits as it extends into the thinner tip area. This type of damage is typically progressive and worsens as the lens is advanced. The damage on the top of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The dfu instructs to use viscoelastic, which has been allowed to come to the operating room temperature. This type of damage may also occur if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. Associated products were not provided. It is unknown if a qualified iol, handpiece and viscoelastic were used. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the tip cracked on the cartridge and the surgeon could only get the lens about two thirds of the way in. The surgeon was able to get the lens in with the tweezers and complete the surgery. There was no patient impact.